Manufacturer narrative:
Event date is approximate. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor. It was reported that the patient had a return of urinary symptoms in the later part of august, the patient was flooding with urinary incontinence. The caller was able to adjust stimulation, and the caller reported the patient was doing well with the therapy now. The caller reported the patient was in need of a diagnostic ultrasound for the bladder and kidney. The caller stated the reason for the device was to help with the patient¿s incontinence and ¿to a large extent during the day but obviously not 100% because nothing helps 100%.¿ the caller stated that the issue was that overnight the patient was always wet in the morning. The caller noted that the patient¿s doctor told them that they should expect to have to go to the bathroom 2-3 times a night and since the patient slept from 9:30-7 am, the patient understood it couldn't be avoided. The caller also reported that a urine culture was done the day before and there were all kinds of issues with it so they were going to look at the ¿plumbing¿ to see if everything was in place. The caller was redirected to the healthcare provider. The caller noted that there should be a quick guide referencing that the patient programmer batteries last about 2 months so patients are more easily aware of this. Additional information was received on (B)(6) 2018 from a consumer. When asked to clarify the results of their urine culture, the patient reported ¿lack of knowledge ¿ patient programmer batteries need replacement every two months. Called about impending ultrasound, wanted clarification.¿ it is unclear what the results of the urine culture were. The patient reported they were taking antibiotics when asked what steps were taken to resolve the issues discovered with the urine culture. No further complications were reported.

Manufacturer narrative:
Review of this MDR and/or additional information received shows that there is no information to reasonably suggest that the device in this report may have caused or contributed to a death or serious injury or that the device in this report has malfunctioned. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a consumer indicating that the reason the patient was taking antibiotics was a urinary tract infection, which was noted to be a reoccurring issue for decades. It was also reported that the uti had been resolved to a certain extent. It was reported that the patient¿s urologist indicated there was no hope of not having nighttime urination, and the quality of life was not there. No further complications were reported.